Manufacturer narrative:
Product analysis #(B)(4): one newport ht70 ventilator was received in fi. The reported symptom was verified. After power on the unit, the device froze on the 6-image display. This complaint is in scope of CAPA (B)(4). Software was released in response to this issue. S/n: (B)(4) was the first unit to contain the operating system software. The ht70 was connected to a laptop with hyperterminal software. Based on the logs, the bootloader software version was v9.11.20 (built sept 20 2011) which is a version before the software correction. The hyperterminal logs are attached. No additional failure analysis is required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 ventilator screen freezes on power up. There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
Product analysis # (B)(4): one newport ht70 ventilator was received in fi. The reported symptom was verified. After power on the unit, the device froze on the 6-image display. This complaint is in scope of CAPA (B)(4). Software was released in response to this issue. S/n: (B)(4) was the first unit to contain the operating system software. Additional failure investigation is not required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 ventilator screen freezes on power up. There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 ventilator screen freezes on power up. There was no patient involvement at the time of the reported condition.